Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation it was reported that a 'bakri tamponade balloon catheter' had a pinhole leak during use. The patient lost approximately 800ml of blood before the device was placed transabdominally. Upon insertion, it was noted that the balloon material had a pinhole and was leaking. The procedure was completed using a new 'bakri' device. Following the device issue, the patient lost an additional 200ml of blood for a total estimated blood loss of 1000ml. The device did not come into contact with any metal tools. The patient did not require any blood transfusions. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. The complaint device was returned for evaluation. The balloon was leak tested, and a small puncture was observed in the balloon material at the end of a drag mark. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR revealed no nonconformances for the production lot. A database search for complaints on the reported lot found one additional complaint reported from the field for "balloon leaked". Due to the individual nature of the manufacturing and inspection process for the devices in the lot, it is unlikely that these events are an indication of device issue within the entire lot. Review of the device history record, complaint history, quality control documents, and device failure analysis does not indicate that the device was manufactured out of specification and does not suggest items in the lot or similar devices in the field or in house are nonconforming. Cook also reviewed product labeling. The product IFU, t_j-sosr_rev4 ¿bakri postpartum balloon,¿ provides the following information to the user related to the reported failure mode: how supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device, and the results of the investigation, a definitive source of the damage could not be determined from the available information. The balloon appears to have been damaged by an unknown device. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer (person) street = (B)(6) / postal code = (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a 'bakri tamponade balloon catheter' had a pinhole leak during use. The patient lost approximately 800ml of blood before the device was placed transabdominally. Upon insertion, it was noted that the balloon material had a pinhole and was leaking. The procedure was completed using a new 'bakri' device. Following the device issue, the patient lost an additional 200ml of blood for a total estimate blood loss of 1000ml. The device did not come into contact with any metal tools. The patient did not require any blood transfusions. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.